Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Without images available for review the reported event could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. The patient also reported becoming aware of filter tilt, blood clots, clotting and/or occlusion of the inferior vena cava (ivc) approximately eight years post implant. The patient also reported shortness of breath, chest pain and numbness in extremities related to the filter. Approximately eight years post implant a computed tomography (CT) scan was performed to assess the filter position. The results noted an ivc filter with a basket device, tilted approximately 26 degrees to the right. Catheter predominately positioned at the right renal vein level and left renal vein is just superior to the basket device. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusion within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Without images available for review the reported event could not be confirmed or further clarified. Shortness of breath, chest pain and numbness in extremities do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided a clinical determination cannot be made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The results of an abdominal computed tomography (CT) scan done approximately eight years after the index procedure identified a juxtarenal inferior vena cava (ivc) filter tilted approximately 26 degrees to the right. A catheter was predominantly positioned at the right renal vein level and left renal vein was just superior to the basket filter device. There was no adjacent stranding. Post-cholecystectomy clips were visible on the images. There was also minor scaring in the lateral left lung base with tenting of the adjacent diaphragm. Unspecified degenerative changes were seen throughout the lumbar spine. The abdominal aorta was of normal size with mild vascular calcification in the distal aorta. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately eight years and after the index procedure. The patient also experienced shortness of breath, chest pain and numbness in extremities.